Manufacturer narrative:
5076-58 lead, implanted: (B)(6) 2009; w4tr03 crt-p, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged,and exhibited non-capture. The ra lead was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited noise causing pacing inhibition with associated syncope, oversensing and was fractured. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.